Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilver 635 biliary self expanding metal stent device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065-1). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the red tab being taken out prior to patient contact. The customer cannot confirm it was removed. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "the customer deployed the product and it deployed more quickly than they expected. Dm believes that a few millimeters were deployed by the customer, then the customer tried to reposition catheter, but portion that was already deployed was locked in and so the rest of the stent deployed in that location. The customer left it was where it was placed and consider it a successful procedure." Additional detail provided by customer on 20may2019: " as far as reported the stent was not engage with the scope nor the patient, it was pre-deployed on hand therefore it was not use for the procedure." Additional information provided by dm on 21may2019: "(B)(6) is correct, I got the wrong information when the incident was brought to my attention." FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿premature stent deployment with safety lock in place¿. No adverse effects to the patient have been reported as occurring.